Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient reported full scs explanted 2012 or 2013. There was difficulty charging, bruising after charging, and they felt pulling sensation on skin when charging. Issue resolved.